Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a smudge or smear on iol of what looked like ¿extra iol material on the posterior surface of the iol after implantation. The surgeon reported it being hard to remove intra-op and having to do yag post-operation. Additional information has been requested.